Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient also mentioned they were in a wheelchair because of their implant. Their surgeon made a mistake and hit their spinal cord with the lead/wire during surgery. The surgeon couldn't get the lead up into their vertebrae. Patient didn't have any use for the implant because they didn't have any pain from the waist down because they were numb. Patient couldn't use the implant for muscle spasms.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #:(B)(6), ubd: 24-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. It was reported that the lead was in the spinal canal correctly. There was no evidence to support hitting the spinal cord with the wires or electrodes. The hcp had to perform an additional surgery to place the lead, which was not unusual. The surgery was uncomplicated. To resolve the patient's numbness, an emergent re-expbration was performed the date of the surgery. The condition would take up to one year to recovery fully, although the recovery would not likely be complete.